Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the needle did not grab. The method used to achieve hemostasis was not provided. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Sample not available.

Event description:
On (B)(6), 2010 product surveillance followed up with a homechoice patient (hp) regarding an air in line event. The hp stated she had peritonitis. On (B)(6), 2010, product surveillance spoke with a nurse from (B)(6). The nurse confirmed the patient was diagnosed with bacterial peritonitis on (B)(6) 2010. The effluent was analyzed (B)(6), 2010. The results were gram positive (B)(6) and cultured (B)(6). The hp was treated with antibiotics (details unknown). The nurse did not have an opinion as to what was the cause of the peritonitis. Patient did recover from the peritonitis event; however the peritoneal dialysis catheter was removed at an unknown date after the peritonitis event and the patient was place on hemodialysis permanently. No additional information available.

Manufacturer narrative:
(B)(4). Root cause could not be determined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required. The root cause investigation is in progress.